Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received. Case became serious incident. Event injury was updated with medical device removal. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure sterilization and novasure endometrial ablation performed on the same day" on (B)(6) 2008. The patient's medical history included nausea, endometriosis externa, endometrial ablation and pelvic pain. Concurrent conditions included ovarian cyst, endometriosis and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: there were approximately two coils on either side exposed after the catheter had been placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: chronic pelvic pain and essure sterilization and novasure endometrial ablation performed on the same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Event medical device removal was updated to chronic pelvic pain essure sterilization and novasure endometrial ablation performed on the same day. Reporters information, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization and novasure endometrial ablation performed on the same day" on (B)(6) 2008. The patient's medical history included nausea, endometriosis externa, endometrial ablation and pelvic pain. Concurrent conditions included ovarian cyst, endometriosis and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, bilateral essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. The reporter commented: there were approximately two coils on either side exposed after the catheter had been placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory occlusion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: chronic pelvic pain and essure sterilization and novasure endometrial ablation performed on the same day. Quality-safety evaluation of ptc: unable to confirma compalint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received: endometriosis was added as a event. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.